Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump, and when the customer went to deliver a bolus the pump recommended a higher than expected amount to be delivered. Customer stated they have poor eyesight and may have read the incorrect amount on the pump. Although requested, pump data was not uploaded for tandem technical support to review. Customer's blood glucose level was 202 mg/dl.